Manufacturer narrative:
The customer returned the meter. The precision reading complaint was not confirmed and no new issues were observed. All results were within the range of specification and no errors were observed during control solution testing. The reported readings were not found in the meter memory log.

Event description:
A customer reported her freestyle freedom blood glucose meter was not working, and because of that issue the customer reportedly experienced the following symptoms: sweatiness, dizziness, trembling, blurred vision and also high blood pressure. The customer was then reportedly taken to the emergency room where she was diagnosed with severe hypoglycemia and treated with an unknown intravenous medication. The customer also reported receiving within 10 minutes the readings of 130 mg/dl and 140 mg/dl. The readings were within +/-10% of the mean. It is unclear if the customer changed her treatment based on those readings and if those readings were related to the medical event. There was no report of death or permanent impairment associated with this event.